Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at times the patient (pt) will get up from sleeping in the middle of the night and when they get up and go to the bathroom they start trembling and shaking. This has been going on since the beginning and they do not think the dbs was ever adjusted like it should have been. They got it set where patient would not shake as much when they were talking or something but they never got around to circumstances like getting up to use the bathroom. Redirected to managing healthcare provider (hcp) to discuss symptom management and questions about adbs.